Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1000 mcg at 99.93494 mcg/day) and bupivacaine (10 mg at .99935 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pump site pain. Physical exam showed that the pump site was very taut and there are two areas of concern where the top layer of tissue is missing. The patient was instructed to use a pillow and cushion at the pump site at all times. Additional information received from the healthcare provider via a clinical study indicated that the pump site was very taut and there were 2 areas of concern where the top layer of tissue was missing. Physical examination showed 100% dry eschar with some open areas. Additional information received from the healthcare provider via a clinical study indicated that the system was explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2025. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:non-destructive analysis found that there were no anomalies and no further destructive testing was required. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: an update was made to this section. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1000 mcg at 99.93494 mcg/day) and bupivacaine (10 mg at .99935 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pump site pain. Physical exam showed that the pump site was very taut and there are two areas of concern where the top layer of tissue is missing. The patient was instructed to use a pillow and cushion at the pump site at all times. Additional information received from the healthcare provider via a clinical study indicated that the pump site was very taut and there were 2 areas of concern where the top layer of tissue was missing. Physical examination showed 100% dry eschar with some open areas.additional information received from the healthcare provider via a clinical study indicated that the pump was explanted and replaced with a smaller pump. The catheter was also revised.